Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) is experiencing recurrent urinary incontinence, requiring the use of diapers and pads. It was also noted that the patient feels a frequent urgency to urinate. Additionally, it was mentioned that the patient feels the cuff was never tight enough. The patient was advised to consult with his physician. No additional information was provided.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) is experiencing recurrent urinary incontinence, requiring the use of diapers and pads. It was also noted that the patient feels a frequent urgency to urinate. Additionally, it was mentioned that the patient feels the cuff was never tight enough. The patient was advised to consult with his physician. No additional information was provided.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The device history record (DHR) review was unable to be performed as the lot number was not provided. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The reported patient symptoms of urinary incontinence, urinary urgency and cuff - size incorrect for patient, were found to be listed in the IFU. A risk review was completed and confirmed that the events of incontinence urinary, urinary urgency and incorrect cuff size were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, the conclusion code of known inherent risk of device was assigned to this investigation.